Manufacturer narrative:
The investigation determined the leaking valve was due to the chemical composition of the sys-wash solution which stresses the valves. It is recommended to exchange the part every 6 months during technical recommended to exchange the part every 6 months during technical preventive maintenance.

Event description:
The user experienced a leak from the analyzer that went onto the floor in a hallway. The user discovered the source of the leak was a cracked valve body. No one was hurt and no one slipped or fell due to the leak. No erroneous patient results were generated. The field service representative determined the cause to be a damaged grey valve body of the main water container. He replaced the grey valve body and performed a system prime with no noticeable leaking. To verify the analyzer operation, the user performed qc with acceptable results.

Event description:
The user experienced a leak from the analyzer that went onto the floor in a hallway. The user discovered the source of the leak was a cracked valve body. No one was hurt and no one slipped or fell due to the leak. No erroneous patient results were generated. The field service representative determined the cause to be a damaged valve body of the main water container. He replaced the grey valve of the main water container and performed a system prime with no noticeable leaking. To verify body and performed a system prime with no noticeable leaking. To verify the analyzer operation, the user performed qc with acceptable results.